Manufacturer narrative:
The ventilator was examined by the distributor and traces of liquid were found on several printed circuit boards (pcb) inside the ventilator. Liquid spill/ingress onto pcbs may cause short circuiting and cause malfunctioning of the ventilator. The cause of the reported technical alarms was the liquid spill/ingress into the ventilator. No information has been provided of how this occurred. Evaluated by distributor.

Event description:
It was reported that the ventilator generated several technical alarms at startup. There was no patient involvement. Manufacturer's ref. #: (B)(4).